Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es result were obtained from four patient samples while using the vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Historical qc data showed that the vitros trop I reagent was performing typically in the lead up to the events and therefore unexpected reagent performance is not a likely contributor to the higher than expected results. Inappropriate pre-analytical sample handling could not be entirely ruled out as contributing to the higher than expected vitros trop I result as the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Precision testing performed at the time of the events indicated that the vitros eciq immunodiagnostic system was operating as expected, however the customer reported that a white substance was visible within the instrument and an ortho fe visited the customer site and performed multiple service actions to the instrument to optimize performance. Unexpected instrument performance therefore, cannot be entirely ruled out as contributing to the higher than expected vitros trop I results.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from four patient samples processed on a vitros eciq immunodiagnostic system using vitros tropi es reagent. Patient 1: 0.070 ng/ml versus expected result of <0.024 ng/ml; patient 2: 0.054 ng/ml versus expected result of <0.012 ng/ml; patient 3: 0.254 ng/ml versus expected result of <0.012 ng/ml; patient 4: 0.080 ng/ml versus expected result of <0.035 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros trop I results were not reported from the laboratory. There is no allegation of patient harm as a result of these events. This report is number two of three 3500a forms filed for this event, as three devices were affected. (B)(4).